Event description:
As stated by the customer 2010-06-22: resident was moved to concerto for bathing from maximove. Resident was placed on trolley and side rail was not fully engaged on right side. Resident was leaning against side rail and rail dropped causing resident to slide off and land on head. (Left side) right side rail was not latched completely and mattress pad was covering view of latches.

Manufacturer narrative:
We are reporting according to exemption no (B) (4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B) (6) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B) (6)on behalf of our sales and distribution company in the USA, arjo inc, (B) (6), (B) (6). Additional info will be provided upon conclusion of the manufacturer's investigation. Track wise ID. Additional comments: additional training may need to be applied to caregivers! Caregivers need to be more observant of equipment and ask for assistance before proceedings, tim reams -machine shop supervisor. (B) (4).